Manufacturer narrative:
As no further information is expected on this case, at this time, our investigation is completed. However, should additional information become available this event will be update and another report submitted.

Event description:
It was reported that the patient with this device experienced two device shocks while walking. During an in clinic evaluation, it was confirmed the two shocks were inappropriate and likely due to over sensed atrial activity. Upon interrogation of the implanted system, a third untreated episode was also observed. Vector evaluation illustrated that the alternate sensing vector was a better option than the previous selected secondary vector programming. Following device reprogramming, site maneuvers confirmed no noise nor myopotentials in the newly selected vector. Data was sent for a technical services (ts) evaluation to ensure alignment with the current system setting. Ts noted that the r-wave polarity has changed from positive to negative. Ts recommended postural based troubleshooting.